Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon ruptured during intra-operative endoscopic harvesting of saphenous vein. Opened second kit with same lot number and completed harvest with no further events. No adverse event known to patient related to balloon rupture.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for 3 of the ship history lot numbers shipped to the account prior to the event/aware date. Sc 21-jul-2022 for lots 25161277 and25162470- there were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Sc 21-jul-2022 for lot # 25159383- there were ncmrs , rework, or deviations documented for the lot number from the ship history. Ncmr #17345-during the receival process of batch 25159383 (sterile load 0300010893) the distribution center (xpo) found one unit from batch 25159393 (sl 0300010886). ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.